Event description:
The customer reported to olympus that error codes indicating a scope communication error were detected during a flexible bronchoscopy with bronchoalveolar lavage while using an evis exera iii xenon light source. An evis exera iii video system center and an evis exera bronchofibervideoscope were also used at that time. The procedure was delayed for 45 minutes with the patient under sedation, prolonging testing and delaying care of a critically ill patient. The procedure was completed with a different scope and another travel cart was made available in case the event occurred again. There was no further harm reported. The customer confirmed that the scope and video processor were used again in another procedure with no issues noted. Only the light source was returned to olympus. Since the root cause of the reported malfunction that caused the delay was not known, all three devices used in the procedure are being reported. This event is reported under the following related patient identifiers: (B)(6) - light source. (B)(6) - video processor. (B)(6) - bronchoscope.